Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported issue that bd pyxis medstation es main drawer failure was confirmed by the field service engineer (fse) and subsequently confirmed in the dchu testing and inspection process. According to (B)(4) fse reported that main drawer full height 6 caused device unable to power on. The fse replaced pmc (pyxibus module controller) board and drawer control pcba. Reassigned drawer position. Hta (hardware test application) tested pass. Customer tested no problems. Also, fse performed preventive maintenance. Visual inspection revealed no signs of damage, fluid ingress, missing components or broken parts on pcba drawer controller. However, pcba fh cubie pmc had signs of fluid ingress. A dchu dmm was used in the ohms function to evaluate the condition of the drawer controller. The assessment revealed that d501/mosfet q501 was shorted to ground, as the measurement was 0.3 ohm, which is outside the acceptable range. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue was traced to a defective drawer controller. Specifically, d501/mosfet q501 was found shorted to ground, which disrupted proper system communication. The pcba fh cubie pmc had signs of fluid ingress.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height drawer 6 shorted and which was preventing pyxis from turning on, which located on c6hem1. As per part investigation, it was determined that d501 / mosfet q501 was found shorted to ground and pcba fh cubie pmc had signs of fluid ingress. There were no adverse events or injuries reported based on this event.